Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The received valgus alignment guide wingnut locking mechanism was seized. DHR was reviewed and no discrepancies were found. The root cause is design deficiency. A failure mode of forcible disassembly was not identified during development, leading to an inadequate design of the lock nut mechanism of the persona adjustable valgus guide. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog 42509900200, 8 mm im rod, lot # 62826688. Report source: (B)(6). The customer has not indicated whether the product will be returned to zimmer bioment for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported on an unknown date that a nurse tried to turn the screw knob to insert and / or fix the intramedullary alignment rod at the knee arthroplasty operation but the screw was too hard to turn. They had a very hard time trying to insert the rod into the guide. Somehow, the rod was inserted into the guide to complete the procedure.